Event description:
It was reported that the customer had normal blood glucose levels of 106.2 mg/dl. The customer reported a button error alarm from the insulin pump. The customer also reported that the keypad of the insulin pump was unresponsive. The customer also reported reinstalling the battery on the insulin pump to no avail. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive up and down buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.